Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that during use leakage is occurring at the connection site with a bd 1ml luer-lok¿ syringe. This occurred on 2 separate with the same patient. The following information was provided by the initial reporter: it was reportedthat the syringe was leaking at the luer lock connection site and it happened twice with the same patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage is occurring at the connection site with a bd 1ml luer-lok¿ syringe. This occurred on 2 separate with the same patient. The following information was provided by the initial reporter: it was reported that the syringe was leaking at the luer lock connection site and it happened twice with the same patient.